Manufacturer narrative:
(B)(4) - incomplete firing cycle. The analysis results showed that the cr40g reload was received in good visual condition and fully loaded with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. No functional test was performed due to the condition of the reload. The cartridge was loaded into the device without difficulties during the visual and functional testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap low anterior resection, the cr40g could not be loaded into the device at the 2nd firing. Another cartridge was loaded into the same device and used to complete the case. There were no adverse consequences to the patient. The cartridge was fired after the event by a nurse.